Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging his one touch ultramini meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began ¿2 weeks ago¿ around ¿noon¿. The patient manages his diabetes with shots (unknown type and dosage). It is not known if the patient made any changes to his usual diabetes management regimen in response to the alleged issue. The patient stated, 12 hours after the alleged issue occurred, he developed symptoms of ¿sweating and irritable¿. At an unspecified date at 8:00 a.m. The patient stated he contacted emergency medical services (ems). When they arrived tested him and obtained a blood glucose reading of ¿38-42 mmol/l¿. The patient stated ems provided him treatment; however, he does not recall the type of treatment received. At the time of troubleshooting, the cca documented that this was not the first time the patient used the meter and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.